Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture, the cause of the reported needle mechanism failure complaint could not be determined. Inspection of the patient history buffer (phb) data confirmed that communication issues occurred between the pod and continuous glucose monitor (cgm). The data showed invalid estimated glucose values (egvs) of -2, indicating a temporary sensor error, however the pod eventually was able to connect to the cgm and provide the user with valid egvs. The pod was reset and reran successfully, the pod also was able to adapt accordingly to the emulated high and low blood glucose values using a cgm emulator. In conclusion the cause of the reported pod-cgm communication error complaint could not be conclusively determined. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient¿s blood glucose increased from 14-21.8 mmol/l while wearing the pod between1 and 4 hours on the arm. The patient reported that the pink slide moved forward and the cannula inserted into the skin, however the cannula was not visible upon removal of the pod, indicating a needle mechanism failure. Additionally, communication issues between the sensor (freestyle libre 2+) and pod were noted, leading to difficulty linking to automated mode. To treat the issue, a new pod was applied. Notification sent to abbott on 12feb2026.